Manufacturer narrative:
Block h6 device code a0401is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used during an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. After several successful bites, the suture snapped at the point where it attaches to the needle and fell into the patient's stomach. The physician removed the suture and needle from the patient and restarted the row of sutures with a new suture. The procedure was completed successfully with the same device and a new suture. There was no patient complications reported as a result of this event.